Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additional observation(s) related to customer complaint: the instrument was found to have a broken grip cable at the distal end. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted abdominal resection (apr) surgical procedure there was a broken conductor wire (black) on the fenestrated bipolar forceps instrument.

Manufacturer narrative:
The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.